Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, mildly tortuous renal artery that is 70% stenosed. The 7.0x39mm omni elite balloon-expandable stent delivery system (sds) was advanced without resistance; however, the stent dislodged and was then implanted in healthy tissue. The procedure was aborted at this point. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequently after the initial report was filed, it was reported that the omni elite stent delivery system (sds) was advanced, and became entangled with a previously implanted stent. The sds could not reach the designated position; therefore, a choice was made to implant the stent in healthy tissue. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove/advance could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to procedural circumstances; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. It is likely that interaction between the device and a previously implanted stent contributed to the reported difficulty to advance and removing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction: device available for evaluation updated from yes to no. H6: correction: health effect impact code 2199 removed, 4614 added; medical device problem code 2923 removed, 2920 and 1528 added.